Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced with a non-rechargeable ipg. Reportedly, the patient complained of charging issues with the old device. Stimulation therapy was established postoperatively and the issue was addressed.